Manufacturer narrative:
No patient involvement, one tip was reported to have a loose canula and it was confirmed upon product return. No MDR was filed since the canula was held in place and no injury had occured nor was there a possibility of patient injury. However, a second complaint was received for the same lot where the canula had come out ot the hub, it was felt out of an abundance of caution both this and a second MDR would be filed. Therefore this filing is late due to fact new information of canulas coming out has now been confirmed. No injury, but tip did malfunction which, though unlikely the canula could come out and pose a threat if swallowed. Refile due to maude data base loading issue.

Event description:
Dental office states the cannula of a nanotip broke loose and was spinning in the hub.